Event description:
Same case as: 2184052-2014-00066. It was reported loose closure tops and screws were observed post-operatively. Index surgery was performed to treat degenerative scoliosis from l2-s1; tlif at l5-s1 with an ardis cage. Approximately one year and nine months post-operatively revision surgery was performed to extract all screws which were loose in the bone and all the set screws were found to be loose as well. No further info was reported at the time of this event.